Event description:
Customer stated "broken at trigger - ice shoots out of white valve under device all over the floor & patients" 1216677-2021-02-0000505 ll100 cryosurgical 900001 (B)(4)

Manufacturer narrative:
Investigation reviewed DHR inspect returned samples distribution history: this complaint unit was manufactured at csi on 10/03/2016 under wo #(B)(4) and shipped on 1/18/2017. Manufacturing record review: DHR 209464 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage. The right trigger was broken off functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to end user handling error. The broken defrost trigger indicates this unit was damaged from an impact. This is consistent with the problem description. The trigger is directly connected to the main valve body and controls flow. Corrective actions the unit was repaired, tested to specifications, and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? Yes.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Customer stated "broken at trigger - ice shoots out of white valve under device all over the floor & patients". Repair tech stated "confirmed - defrost trigger broken off- handle taped in place, loose and leaking o rings, ice due to gas moisture content - replaced handles, o rings and defrost trigger". Repair order (B)(4). Ll100 cryosurgical 900001 e-complaint (B)(4).